Event description:
It was reported that a trained physician attempted arteriotomy closure using the starclose device after an unknown procedure. The finish arrows lined up (click 3), the vessel locator wings prematurely retracted, the device popped out of the artery, losing access to the site. Hemostasis was achieved with manual compression. There were no adverse pt events as a result of this incident.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number has not been reviewed. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.